Event description:
The tech alleged that the brake caster is not holding and is ratcheting while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster to resolve the issue.